Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Unit was programmed and monitored for 1 day. No hot pump or hot battery noted during testing. Na damage noted on the electronic assembly or on the motor. Unit uploaded properly using carelink pro. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were repeatedly hospitalized due issues with blood glucose levels. Customer reported an incident in which she was hospitalized due to a low blood glucose level of 40 mg/dl. Blood glucose level at the time of the call was 180 mg/dl. The customer was not wearing the insulin pump at the time of admission, but had been off for less than 48 hours. The customer stated that she believed the insulin pump was overdelivering; customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.